Manufacturer narrative:
Testing was performed at alere (B)(4) on retained kit lot 095220 with the following internal whole blood control samples: (B)(6). All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 095220 were reviewed. This lot met the required release specifications. A review of the complaints reported false positive or unconfirmed false positive related to lot number 095220 showed that the complaint rate was (B)(4). The evidence available does not indicate that the product is performing outside label claims. Alere (B)(4) was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
The customer reported an ab (B)(6) result with the alere determine hiv 1/2 ag/ab combo which upon repeat testing was (B)(6). Fingerstick whole blood was the sample used for testing. The patient was then confirmed (B)(6) on an hiv 4th generation test (with reflex) performed at (B)(6). Based on the information available, it appears a malfunction may have occurred with the (B)(6) alere determine hiv 1/2 ag/ab combo test. This MDR is a retrospective filing in response to an observation from an FDA inspection conducted february 26th to march 2nd, 2018 at alere (B)(4).